Event description:
The user reported a decline in hearing with the device on the right side. Distortion in sound and unnatural sound quality prompted a visit with the audiologist in (B)(6) 2019. There is no reported history of head trauma, changes in health or medication. The user was remapped and reported a slight improvement, although sound distortion was still present the user was re-implanted on (B)(6) 2020. This report refers to 9710014-2019-00832. For further information please refer to this report.